Event description:
During a gastrostomy procedure, a cook flow 20 percutaneous endoscopic gastrostomy set was used. Upon pulling the wire through the trocar, the wire broke. A second set was pulled from inventory, and a wire from the set was used to complete the procedure. No section of the device detached and became free inside the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device was able to confirm the report of the looped wire separating from the feeding tube. The cannula of the looped wire remains inside the connector piece of the feeding tube assembly and the looped wire was returned attached to the pull wire. The cannula measured to be within specification. The device history record for the lot number said to be involved was reviewed. The certificate of compliance provided by the vendor for the looped wire component was also reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions; a definite cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the looped wire can occur if the incision through the skin is less that 1 cm length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tue exits the stoma site. If the tube experiences excessive pressure during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent looped wire damage. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. This activity will aid in smooth feeding tube placement. The instructions for use direct the user to apply gentle pressure to the feeding tube during placement. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continue to become available.